Event description:
It was reported via repair work order that the the height adjustment racks and the trend bracket were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.